Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had pump error and had blank display. The customer¿s blood glucose level was 110 mg/dl. The customer reported that insulin pump was not working right and it was beeping and had the pump error. The customer reported that when they removed the battery and inserts the battery he stated that the insulin pump was just beeping with nothing on screen. The customer was advised the insulin pump will need to be replaced and advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
After battery installation no blank display noted. However, the device gave a full segment display anomaly and constant audio due to faulty interface board. Unable to perform operating currents, self-test, unexpected restart error, rewind, basic occlusion, occlusion, prime and compromised force sensor system, excessive no delivery and displacement test or verify a13 alarm due to full segment display. The device had minor scratched lcd window.